Event description:
Patient reports one pump malfunctioned early this morning - it alarmed saying cartridge removed but it was not removed. She tried to trouble shoot, take out battery, but it still alarmed. She switched to her other pump. Sn (B)(4) for malfunctioning pump. No injury reported. Patient will return pump for investigation. Pharmacy will send replacement pump. No other information provided. Dose or amount: 63ng/kg/min. Frequency: continuous. Dates of use: (B)(6) 2012 to current. Diagnosis or reason for use: i27.0.